Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 64 year old female patient presenting with post cardiotomy cardiogenic shock for impella support. During placement of the device, the patient's ventricle was perforated. Surgical repair was completed and impella was removed. The patient remained stable.